Manufacturer narrative:
The surgeon removed the entire construct consisting of screws, rods and locking screws. Returned for evaluation were four (4) locking screws - two (2) units of production lot 662p040, one (1) unit of production lot 661p024 and one (1) unit of production lot 663n047. The returned devices were evaluated. Visual inspection of each locking screw found visual indicators consistent with use in a pedicle screw construct. Minor deformation and wear were observed. The remaining parts of the construct removed were also returned - two (2) pedicle screws and two (2) spinal rods these units were inspected and were found to exhibit similar signs of use. Further evaluation found no functional defects. A review of the device history production records for all returned product production lots found these products all met specifications for release. No definitive conclusion can be drawn.

Event description:
During a surgical procedure to extend an existing construct, it was reported that the surgeon noted two separated locking screws. The fixation construct was replaced during this procedure. The surgeon reported that the original surgery had been performed approximately two years earlier and the patient was fused at the original operative level.